Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating they are unable to administer their insulin. Caretaker is calling on behalf of the customer. The package was not open or damaged when received by the customer. This is the first time the customer used the product out of this package. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 28-aug-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.